Event description:
The user received a creatinine result of 195 umol per l which was considered elevated for the patient as the patient's creatinine result was usually around 60. The user "recalibrated the instrument" and reran the sample with a result of 65 umol per l. No information was provided to determine if the erroneous result was reported or if the patient was adversely affected. If additional information is received, appropriate notification will be provided.

Manufacturer narrative:
Data provided demonstrated no malfunction detected by a service visit. Data provided demonstrated a highly abnormal kinetic reaction indicating an interfering sample component. A preanalytical issue is assumed to be the cause. Further investigation was not possible due to lack of information. No adverse event was reported.

Event description:
The user received a creatinine result of 195 umol/l which was considered elevated for the pt as the pt's creatinine result was usually around 60. The user "recalibrated the instrument" and reran the sample with a result of 65 umol/l. No info was provided to determine if the erroneous result was reported or if the pt was adversely affected. If additional info is received, appropriate notification will be provided.